Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device started to alert 01 (patient line open) air leak. They drained pads then disconnected & reconnected. They checked the fluid delivery line and there were no issues. All lines were straight. The nurse denied any addition of water during the therapy and denied water leaking from drain ports. Nurse stated device was "peeing" from the bottom. They removed the device from the patient and mss advised the nurse to send the device to biomed. Per follow up 1 on 01nov2020 via nurse, stated that the device was brought back up. Biomed said there were no issues and the unit had been overfilled.

Event description:
It was reported that the arctic sun device started to alert 01 (patient line open) air leak. They drained pads then disconnected & reconnected. They checked the fluid delivery line and there were no issues. All lines were straight. The nurse denied any addition of water during the therapy and denied water leaking from drain ports. Nurse stated device was "peeing" from the bottom. They removed the device from the patient and mss advised the nurse to send the device to biomed. Per follow up 1 on 01nov2020 via nurse, stated that the device was brought back up. Biomed said there were no issues and the unit had been overfilled.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿use of punctured pads or pad lines¿. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the arctic gel pads product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device started to alert 01 (patient line open) air leak. They drained pads then disconnected & reconnected. They checked the fluid delivery line and there were no issues. All lines were straight. The nurse denied any addition of water during the therapy and denied water leaking from drain ports. Nurse stated device was "peeing" from the bottom. They removed the device from the patient and ms&s advised the nurse to send the device to biomed.